Manufacturer narrative:
According to the customer, she was walking with the rollator on (B)(6) 2025 when the wheel came off causing her to fall. The customer reported that an ambulance took her to the hospital, and she was admitted for "observation" due to bruising on her "right hand and knee". The customer reported the hospital performed "x-rays to make sure there were no fractures", and she was given a "pain killer" but does not know what medication was given. The customer did not report any x-ray findings but noted that she is "fine now" with "no pain and no bruises". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, she was walking with the rollator on (B)(6) 2025 when the wheel came off causing her to fall.